Event description:
It was reported that externalized conductors were noted, via fluoroscopy. All electrical measurements were normal; patient was asymptomatic. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.